Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed reported condition of failure code 810:11. The root cause was determined to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 which interrupted delivery during patient use in an unknown care area. No patient injury or medical intervention was reported. The user interface module software version of this pump is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.